Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reports receiving erratic readings in blood glucose tests, with readings of 19 mg/dl and 189 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.